Event description:
The customer reported the system intermittently will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the controller board. System operates as intended. (B) (4)